Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (B)(4) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (B)(4) - the review of the historical data was performed. Trend analysis (B)(4)- the overall complaint trend data for the period aug-19 through jul-21 was reviewed. Communication/interviews: (B)(4) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4),

Event description:
N/a.

Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. It was noted that the patient had recently been brought to the unit from the cath lab. The customer unplugged the fiber optic cable and reconnected it to confirm it was seated securely. This did not relieve the alarm. The steps to change to the transduced fluid lumen as the arterial waveform were reviewed. There was no patient harm or adverse event reported.